Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. No body fluids/residue was present on the biliary catheter indicating the device was not used. From a visual evaluation, it was found that the pigtail of the catheter was kinked/flattened and also white material was stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4)

Event description:
Complaint reportable based on analysis completed on (B)(4)-2011. It was reported that prior to a biliary diagnostic procedure, damage was noted. The physician was using a flexima drainage catheter. The catheter was damaged when it was removed from the package. It was stuck to the white paper in the back, and the loop where the drainage holes were became flattened. The procedure was completed with another of the same device, however product analysis revealed that there was a white residue on the catheter.